Event description:
Hill-rom received a report from a hill-rom technician stating the CPR will not work. The bed was located at the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the CPR switch was damaged. It is necessary for the envision low air loss therapy surface to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure CPR for proper operation. The technician replaced the CPR switch to resolve the issue. Based on this information, no further action is required.